Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, on (B)(6) 2018, the surgery for spinal canal stenosis was performed by using the t-pal cage system. The fixed area was l4-l5. During the surgery, the applicator inner shaft could not be separated from the cage and it was left in the body as being attached to the cage. To detach it, surgeon tried to rock the shaft inward and outward, then back and forth, but his attempt was not successful. Knowing that the shaft was deformed, surgeon then tried to impact the shaft backward with a hammer while holding the shaft with a wrench and was successfully able to separate the applicator inner shaft from the cage. The surgery was completed with a less than 30-minute surgical delay, and there was no adverse consequence to the patient. Neither breakage of the cage nor fractures of the deformed shaft was confirmed during the surgery. Patient outcome is good. The procedure was successfully completed and no other medical intervention is required. Concomitant devices reported: t-pal spacer applicator knob (part # 03.812.004, lot # unknown, quantity 1), t-pal spacer applicator handle (part # 03.812.001, lot # unknown, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a device history record (DHR) review was performed for part no: 03.812.003, lot no: 8830007: manufacturing location: (B)(4), release to warehouse date: 13.may.2014: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. The returned applicator inner shaft was examined and the complaint condition was able to be confirmed as the tip of the instrument is badly deformed. The review of the device history record revealed that this instrument was manufactured in may 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. This instrument is made of stainless steel. Due to the deformation occurred no function test could be performed. The deformation is determined to be post production/acceptance criterias. The t-pal spacer implant was not returned therefore no conclusive statement regarding the mentioned 'inability to disassemble' can be given. However, the complained malfunction is most likely due to an inappropriate handling. Please note, the t-pal instrumentation and implants are designed to be inserted at an angle of 10°-15° to the sagittal plane. If this orientation is not maintained (10°) or the implant is over rotated (90° to the sagittal plane), it may result in jamming of the implant to the inner shaft as mentioned in the complaint description. For further information regarding ¿implant insertion¿ please see current relevant surgical technique guide. The investigation found no manufacturing related issues that would have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.